Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops insight, pre-imaging of the patient and all manufacturing steps of implant positioning and report generation were reviewed. Conclusion: all the relevant production manufacturing steps were completed correctly as per the relevant workinstructions. The ops¿ insight analysis and the ops guides were developed according to specifications and the cause of the cup loosening was not determined. The surgeon did note that the patient may have returned to strenuous physical activity too early after the primary total hip replacement which can contribute to the loosening of the cup and the stress fracture. Ops did not cause or contribute to this revision event.

Event description:
It was reported by a corin representative that the patient developed stress fracture in pelvis post primary total hip replacement surgery. As a result, the trinity cup had to be revised to trinity plus due to loosening. The surgeon believes it was related to overuse or the patient returned to too much activity too quickly. Ops assistive technology was used in the primary surgery. Ops insight was used as the planning product along with acetabular and femoral guides.

Manufacturer narrative:
We will provide a follow up report upon completion of our investigation.

Event description:
It was reported by a corin representative that the patient developed stress fracture in pelvis post primary total hip replacement surgery. As a result, the trinity cup had to be revised to trinity plus due to loosening. The surgeon believes it was related to overuse or the patient returned to too much activity too quickly. Ops assistive technology was used in the primary surgery. Ops insight was used as the planning product along with acetabular and femoral guides.